Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set was detached from connector since past three weeks. The blood glucose level of the patient was high which was treated by correction injection via pump. Moreover, the issue occurred with four similar types of infusion sets used for one day. No further information available.